Event description:
The customer called and reported the insulin pump alarmed with a motor error during basal rate insulin delivery and became stuck in a reset loop. The customer's blood glucose was 179 mg/dl. It was unknown if a motor position encoder error alarm had been received as customer could not review alarm history. The customer was using the sensor feature and was advised a false motor error could be caused by viewing the sensor glucose graph while a bolus was delivering. The customer was unable to complete the rewind sequence. The displacement test failed. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. No e70 alarm noted on alarm history screen. No a33 alarm or a35 alarm anomaly noted. The insulin pump passed rewind, basic occlusion, prime/a33 and displacement tests. The insulin pump has minor scratched lcd window and cracked case near the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.